Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by (B)(6) from daybreak that on (B)(6) 2026 a "bottom button broke while in the patients mouth" on a daybreak sleep device. There was no harm caused to the 30-year-old, male patient. A remake was submitted and the return of the device was requested. No outside clinical evaluation was sought.